Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This report of a use error - failed to follow proper therapy steps was confirmed, however a cause as to why the patient didn't follow proper steps could not be determined. This review finds the labeling adequate for use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a check drain line alarm, which occurred on the homechoice (hc) during use during drain 1 of 6. The caregiver (cg) stated that the drain line extensions were a few days old. The technical service representative (tsr) recommended that the cg change out the drain line extensions and press go. The hp was draining at a normal rate and continued the therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone, the hp has continued therapy no injury or medical intervention reported as a result of this incident.